Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. Customer experienced an elevated blood glucose (bg) level due to the occlusions. Customer declined to troubleshoot and declined to provide additional information regarding alarms.